Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed cracks on the chamber dome. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, residue was found in different areas on the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A healthcare facility in (B)(6) reported that an mr290v humidification chamber was found to be leaking water after 27 days of use. No patient consequence was reported.